Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges active insulin provided by the blood glucose monitor is not accurate. No adverse event was reported. The blood glucose monitor is not expected to be returned for product evaluation.